Event description:
On (B)(6) 2025, a patient (pt) in japan called to report feeling pain when inserting a 1-day acuvue® define¿ with lacreon® brand contact lens (cl) in the right eye (od) on (B)(6) 2025. The pt removed the cl "right away" and found that the lens was misshaped. Ocular discomfort persisted after lens removal. The pt did not seek medical attention. On 03 dec 2025, the pt provided additional information. The pt currently has "no problem" as the symptoms have improved. The pt visited an eye care professional (ecp) on (B)(6) 2025 and was diagnosed with inflammation. The pt was not instructed to discontinue wearing cls and was asked to return for follow-up "about 1 week later." The pt was prescribed moxifloxacin 4 times per day (qid) and fluorometholone qid. The pt refused to be contacted again but agreed to "contact us if anything happens." On 04 dec 2025, the treating ecp's office provided additional information. The pt was seen on (B)(6) 2025 and diagnosed with od conjunctivitis with "possible bacterial infection." A culture was not performed. The pt was prescribed moxifloxacin ophthalmic solution 0.5% and fluorometholone ophthalmic suspension 0.1% (dosage and frequency not provided), was not instructed to discontinue cl wear, and was instructed to revisit "about one week later." This was the pt's first visit to the clinic; therefore, "there is no information on pt¿s eye condition." No additional information was provided. No additional information is expected. This event was determined to be serious adverse event on 04 dec 2025 when the ecp's office reported a "possible bacterial infection." A comprehensive review of the manufacturing records for lot number 3949840111 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cl has been requested for evaluation yet has not been returned. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 13jan2026, an evaluation of the returned suspect product was completed. One opened blister package containing one lens was received. Magnified visual inspection revealed the lens was misshaped, contained a hole, and a surface mark was observed. No further investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.